Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficulty converting rhythm (induced) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that a defibrillation threshold (dft) test was performed for this subcutaneous implantable cardioverter defibrillator (s-ICD) system during its implant procedure. The dft failed to convert the patients rhythm, with multiple[le external shocks required to convert the patient and the patient required chest compressions. The patient had a cardiac arrest as well as asystole, with them experiencing bradycardia afterwards. The physician requested for 10 joules shocks to be performed to stimulate heart activity. A day later, the s-ICD system was removed. A new transvenous system was implanted. No additional adverse patient effects were reported. This device has been received and analyzed.

Event description:
It was reported that a defibrillation threshold (dft) test was performed for this subcutaneous implantable cardioverter defibrillator (s-ICD) system during its implant procedure. The dft failed to convert the patients rhythm, with multiple[le external shocks required to convert the patient and the patient required chest compressions. The patient had a cardiac arrest as well as asystole, with them experiencing bradycardia afterwards. The physician requested for 10 joules shocks to be performed to stimulate heart activity. A day later, the s-ICD system was removed. A new transvenous system was implanted. No additional adverse patient effects were reported.